Event description:
A malfunction alarm was reported on the customer's pump with no notable events occurring prior. There was no adverse impact to the customer's blood glucose level. Customer did not previously report or reset the pump for this malfunction. Technical support provided pump reset information and assisted in resetting the pump. The malfunction code did not recur after resetting, and the customer was advised to continue using the pump and contact support if any issues reappeared.